Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer would perform the fill tubing step and resume insulin to address the issue. There was no adverse impact to customer¿s blood glucose level.